Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The screw is likely a biomet screw, as it was used with a xiitp6510 biomet implant. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18; torque matrix - internal connection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported loose crown from fractured screw. Screw was removed. The reported event is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Product has not been returned to manufacture.

Event description:
It was reported that the unknown abutment screw fractured and was removed from the implant.